Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of a short battery life with multiple call service 128 alarms. The battery compartment and cap were undamaged and able to fit. The pump powered up to an unresponsive keypad. The current readings were unable to be obtained. The alleged ¿short battery life¿ issue was unable to be adequately investigated. The pump cover was removed and moisture corrosion was observed on the keypad flex/connector and to the continuous glucose monitoring module.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.